Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection nine months post implantation procedure. It was noted that the patient's incision was red and had obvious exudation. The device system was explanted on (B)(6) 2019. The patient was stable post procedure and remained in the hospital for observation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.